Event description:
The customer reported that the device had been used for 2 hrs during a gastrectomy and the device stopped sealing and minor bleeding was noted by the surgeon. End tones, indicating a completed seal cycle, were provided by the generator in use. The amount of blood loss was not provided by the site contact. The surgeon opened a second instrument and successfully completed the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.